Manufacturer narrative:
H.6. Investigation: bd received two samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. During evaluation of the samples the foreign matter reported was not observed. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: when open the package, it was found that there was some glue on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: when open the package, it was found that there was some glue on the catheter.